Event description:
Needle broke off into arm/med device complication. This spontaneous case, reported by a consumer as "needle broke off into arm", concerns a man using a novofine g30 8 mm needle due to diabetes mellitus insulin-dependent (diagnosed in 2003). In 2006, the pt reported that a novofine needle broke off while he was injecting insulin into his left arm. After having injected himself with the normal syringe, the needle failed to retract. The broken needle remained in his arm, and the pt was taken to the hosp 3 days later. The needle was revealed to have remained in the pt's left upper arm on an x-ray. It was attempted to remove the needle with local anaesthesia. The failed, however, and the pt underwent surgery under gen anaesthesia. The needle still could not be removed, and the surgeon decided to continue in order to avoid further damage to the pt. It is stated that the pt normally performs the injectors in his abdominal wall. Reportedly, the pt is a trained user and the he performs air shots prior to each injection. The pt does not re-use the needles. It is not stared if a function check was performed. There were reportedly no signs of material weakness of the needle prior to injection. The pt has been using the same type of needle since 2003. The outcome of the event is reported as "unsuccessful" (not recovered) since the needle remains in the arm of the pt. No decision to remove it has been made. Analysis reply: product: novofine g30, 8mm, lot no. 04j22g. Batch history from final qc-release examined. No abnomalities relating to the observed problem were found microscopical examinations performed. Needles tested for resistance to breakage. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. Nothing abnormal was found with the reference sample. Comment: reporter's causality: probable.